Event description:
It was reported that the right ventricular (rv) lead bipolar impedance has had an abrupt rise for the last 4 months from 800 to 1019 ohms. An increased follow-up frequency was recommended to assess the lead in light of the patient's pacemaker dependency. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Vedr01 implantable pacemaker (B)(6) 2013; 5076-45 implantable pacing lead (B)(6) 2005; 305u25 implantable porcine heart valve (B)(6) 2009.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the patients right ventricular (rv) lead exhibited a rising threshold, a polarity switch due to high impedance and a potential lead fracture. The lead has been capped and replaced. No patient complications have been reported as a result of this event.